Manufacturer narrative:
UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects and the sample met the leak test specification. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It was reported that this account has had numerous similar situations like the reported event. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air and has had numerous similar situations as the situation described below. The following information was provided by the user facility: the inflation chamber failed to hold air; the air kept leaking after inflation and hemostasis could not be achieved until this band was removed and another band was placed; it was reported that blood loss was less than 250cc; it was reported that the catheterization was successful; and the patient was reported to be fine.